Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified femoral implant subsidence and screw fracture is confirmed. The fractured implant screw would likely be responsible for the subsidence. In retrospect, placement of a second distal femoral fixation screw may have prevented this complication. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # 11-301815, arcos 15x200mm intlkng dist, lot # 65688539. Item # 11-301333, arcos con sz c hi 70mm, lot # 270430, item # 47249009700, tear drop guide wire 3.0 mm diameter 100 cm length, lot # 65908583. Item # 650-1162, delta cer fem hd 32/0mm t1, lot # 2018110261. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent revision approximately 3 months post implantation due to pain and stem subsidence. Review of provided x-rays shows the distal screws were also fractured. Attempts have been made and additional information on the reported event is unavailable at this time.